Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. However, the surgeon noted that they are no longer concerned and do not feel the issue was related to the sensor. If new information is obtained or the product is returned, a follow-up report will be submitted. Please note that the exact model of the sensor in question was not provided.

Event description:
The customer reported, "I recently had a patient complaining of losing their nailbed following a procedure." Through follow-up, the surgeon noted that they are no longer concerned and do not feel the issue was related to the sensor. No other details were provided.